Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the tie wraps for the product tank were leaking. Additional malfunctions include the tie wraps for the pe valve were leaking, and the barbed fitting for the control panel were damaged.